Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Plant investigation: a temporal relationship exists between pd therapy with the liberty select cycler and the patient¿s abdominal hernia. Hernia is a well-documented complication in pd patients. The patient is obese, which is a risk factor for hernia development. Additionally, peritoneal dialysis carries a risk of hernia development due to the normal physiology of increased intra-abdominal pressure from dialysate into the peritoneal space. Therefore, due to the temporal nature of pd with the fresenius cycler, the device cannot be excluded as a contributory factor in this case. However, currently there is no reported allegation or objective evidence that a liberty select cycler malfunction or product deficiency caused the hernia.

Event description:
It was reported that this patient on peritoneal dialysis (pd) had a hernia surgery during a call to customer support for a separate issue of draining slowly during pd treatment with the fresenius cycler. There were no reported allegations that the hernia was caused by an issue or malfunction with the fresenius cycler. In additional follow-up, the patient¿s pd nurse stated the patient started pd therapy (B)(6) 2025. The nurse confirmed that the patient had a hernia repair on (B)(6) 2026 after developing an abdominal hernia. It was stated that the abdominal hernia developed after starting pd therapy and that the hernia surgery was performed to be proactive and assist in patient comfort. The patient currently continues pd therapy with the same cycler and is recovering from the event. The nurse confirmed the patient has experienced drain complications during pd treatment with the fresenius cycler post-surgery. However, this is believed to be due to healing post-surgery. The nurse confirmed that the patient did not have an increased intra-peritoneal volume (iipv) event nor any malfunctions with fresenius products in relation to the hernia event. The nurse indicated that the patient is obese which is a risk factor for hernia development. It was stated that the hernia formation was likely multifactorial including obesity and the normal physiology of dialysate in the patient¿s peritoneum for dialysis.